Event description:
The national complaint coordinator (ncc) for intn'l affiliate, received a complaint from a user facility involving the basal/bolus infusor lv with an attached patient control module (pcm). According to the facility, the device over-infused during patient use. The device was filled with 165 ml of medication (fentanyl citrate and morphine hydrochloride) and connected to the patient via catheter. The facility reported that the device took 18 hours to complete infusion. The facility also reported that the flow restrictor was kept at the same height as the device. There was no adverse patient outcome, injury, or medical intervention associated with the alleged incident. No further information was available.

Manufacturer narrative:
The sample has not yet been returned by the customer for evaluation. A follow-up report will be submitted upon receipt of the device, and completion of the complaint investigation.